Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reportable events dirt on the objective lens and the distal end showed corrosion was traced to component failure. Additionally, the cause for the reportable event the connecting tube contained foreign objects could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had dirt on the objective lens, the connecting tube contained foreign objects and the distal end showed corrosion. There was no patient involvement.